Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the sponge detached and clogged the scope channel. It is unknown if a water soluble lubricant was applied to the rx locking device biopsy cap prior to use. Reportedly, the sponge was pushed out with the use of an accessory. The procedure was completed with another of the same rx locking / biopsy cap. There were no patient complications reported as a result of this event.